Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Red status indicator flashing and beeping

Event description:
There was no patient involved. Red status indicator flashing and beeping.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 8th february 2018. On receipt the device was emitting a flashing red status indicator and failure chirp. This confirmed the reported fault and was attributed to the corrosion observed on the pcba, which had caused the failure of mosfet q44. The moisture observed within the device would indicate the device had been stored outside of the recommended conditions. It is unclear when the moisture had penetrated the device, but the extent of the corrosion observed on the pcba would indicate prolonged exposure to moisture ingress. The fault could not be replicated following the replacement of q44. Furthermore, the 10-minute timeouts observed in the history log would suggest the device had been switching on automatically. This was due to the corrosion observed on d31, which forms part of the on/off circuitry. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.